Event description:
It was reported the patient presented via remote transmission. Post-paced t-wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.

Event description:
The device was successfully reprogrammed and resolved the oversensing.